Event description:
It was reported that the patient has expired after an implant duration of approximately 2.30 months. Through follow-up with the health-care provider, a response and a copy of the operative report were received. Unfortunately, the cause of death was not provided.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Through follow-up with the health-care provider, a copy of the operative report for the surgery of (B)(6) 2010 was received. However, no furher information regarding the reported event was learned. The cause of death remains unknown. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.